Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). Regarding the white creamy liquid in the pocket and calci fication of the pocket capsule it was clarified that there was no device or procedure issue. It was end of life of device. The cause of the white creamy liquid in the pocket and calcification of the pocket capsule was noted as blood cultures were negative for infection. Pathology: calcified fibrous capsule. Patient weight at the time of the event was (B)(6). The affected device was explanted. It was end of life of that device. New other device was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via company representative (rep) regarding a patient receiving intrathecal dilaudid 5 mg/ml at 1.7 mg/day via an implanted pump for an unknown indication. The event/difficulty occurred during a procedure on (B)(6) 2018 and it was noted the pump was replaced due to the elective replacement indicator (eri) and nothing had been wrong with the pump. When the physician explanted the pump it was noted there was white creamy liquid in the pocket and they were unsure what this matter was. Calcification of the pocket capsule was also noted, which the physician felt was unusual. The physician replaced the pump and sent off that material to be evaluated by the lab and also cut out the capsule, which was sent to the lab for testing. Actions/interventions included removing the material and calcified capsule and sent to lab for further examination. The physician felt very confident this was not infectious. It was noted the issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other mediations the patient was taking at the time of the event were unable to be obtained. The patient¿s weight and medical history were asked and would not be made available (legal/confidential reason). No further complications were reported/anticipated or expected.